Event description:
Philips received a complaint on the v60 ventilator indicating that there was a blower stall issue. The device was reported to be outside of use at the time of the reported problem. There was no patient or user harm reported. The customer initially requested a blower assembly be shipped due to the failure of the blower causing a blower stall. The replacement blower assembly was ordered in a material only work order. The customer experienced the device issue in the repair shop when brought in for preventative maintenance, and the replacement blower assembly was replaced to resolve the issue.